Event description:
A patient was intubated with an endotracheal tube in, 2001 and extubated the next day. A catheter was attached to the endotracheal tube to suction the patient. Approximately 8 hours after extubation, the patient coughed up an approximately 8" section of the catheter.